Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus shanghai (osh) in china (returned to osh on (B)(6) 2022). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective generator board. Thus, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during regular maintenance at the user facility, the electrosurgical generator esg-400 displayed error message e433 and auto-started itself continuously. No procedure nor patient was involved.